Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013; product type lead. (B)(4).

Event description:
It was reported that the patient had chronic infections at the stimulator site. The patient was diagnosed with an infection on (B)(6) 2013. The patient was on very strong antibiotics. The patient was contemplating removing the device. See MFR 3004209178-2013-19447 for the patients first infection.